Event description:
The customer observed a false nonreactive alinity I anti-hcv result for one patient sample. The following data was provided. Sample ID (B)(6) on (B)(6) 2022. Initial result: 9.76 s/co reactive (reagent lot 39584be00). Retest result after centrifuging: 0.71 s/co nonreactive (reagent lot 39584be00). Retested after centrifuging again: 9.38 and 9.93 s/co reactive (reagent lot 40319be00). Additional testing confirmed the sample to be reactive with values of approximately 9.0 s/co. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included.

Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In-house testing of a retained reagent kit of the complaint lots was performed. All controls met specifications and no false non-reactive and reproducible results were obtained, indicating that the performance is not negatively impacted. Testing included two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9047 and hcv 9045) and additional replicates of the positive control. The positive control values met specifications. The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix since the assays are equivalent. Lot 39584be00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on these data it was shown that the sensitivity performance is not adversely affected. It was concluded that there is no deficiency with the alinity I anti-hcv reagent lot identified in this complaint.this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.